Event description:
Per the clinic, the patient developed a skin flap necrosis and infection at the implant site, which necessitated treatment with IV antibiotics. It is unknown if there are plans to explant the device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.